Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that a patient presented with an infection noted on the system. The device and right atrial lead were not addressed. No further adverse patient consequences were reported.

Event description:
It was reported, that a patient presented with cardiac perforation. Noted, on the patient's right ventricular lead. This resulted, in pericardial effusion and syncopial episodes, but no further electrical issues were noted. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.